Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) previously showed less than three months remaining longevity. During the recent device check, the device reached elective replacement indicator (eri). Analysis showed that the device appeared to have had 581 magnet applications. The device auto capacitor and manual charge times had been increasing and was nearly at the level to set elective replacement indicator (eri) based on charge time. The device should have a normal elective replacement indicator (eri) to end of life (eol) replacement period of 90 days however the full energy charge time will be 15 seconds or so. The device was explanted. No additional adverse patient effects were reported.